Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software failure. A technical support specialist explained that this functionality cannot be automated in the current version of ciisafe and provided the details as of how the compare report works to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe es system had a software failure. The customer requested the automation of the printing process for the comparison report and to have the report printed two times each day. The customer reported that the user was not able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.